Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic ileocecostomy, the surgeon noted that while attempting to close the reload on the cecum, two metal pieces on either side of the reload had to be manually squeezed down in order to get the reload out of the trocar. The procedure was converted from a laparoscopic to open ileocecostomy.

Manufacturer narrative:
(B)(4).

Event description:
Additionally, the reporter states that the jaws of the device would close at all. Though the procedure did convert from a laparoscopic to an open one, this was not due to the device malfunction. No other adverse events were reported.